Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The procedure date is unknown. According to the complainant, during removal of the placed device, the internal bolster detached. Reportedly, the detached internal bolster was excreted. The date is unknown. The device was replaced however manufacturer is unknown. There were no patient complications reported as a result of this event.